Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of this IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s driveline site was bloody with mild oozing. The root cause for the bleeding and oozing was not identified. The issue had been noted visually and by having a conversation with the patient. The bleeding and oozing was treated as normal by a wound care nurse. The bleeding/oozing was mitigated.